Event description:
The device was attached to a person described as conscious and breathing using disposable defibrillation electrodes. After the pt lost consciousness, the operator used the AED mode and perfomred four complete automated ECG analyses. Each of the four completed ECG analyses resulted in a shock being advised. Twice, the operator disarmed the charged defibrillator by switching to the 'manual' mode. A total of two shocks were administered to the pt. During subsequent review of the printed code summary pt event report, a physician indicated the defibrillator shocks were not appropriate for the pt's condition.